Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device has not been explanted yet, no further investigation is possible at this time. Based on the available information, it is not possible to establish the root cause of the reported event and reason for the early re-intervention. The manufacturer is following up to retrieve additional information on the event. Should further information be received, the manufacturer will provide an update to this reporting activity.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information received, a patient that was implanted perceval pvs23 on (B)(6) 2017 is being evaluated for a tavi or re-op re-do surgical procedure. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.